Manufacturer narrative:
Batch review performed on 08 april 2019: lot 161484: (B)(4) items manufactured and released on 18-may-2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Other devices involved in the event: gmk-sphere 02.12.0025l femoral component sphere cemented size 5+ l (k140826) lot 140588: (B)(4) items manufactured and released on 11-mar-2015. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416) lot 177402: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot 162488: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2016 and after 1 years and 11 months the patient came in due to signs of infection. A poly swap and washout was performed (MDR (B)(4)). 7 months after the first revision, the patient came in due to signs of infection (the pathogen is unknown). The surgeon performed a washout and revised the tibial tray, the liner, the femoral component and the patella. The surgery was completed successfully.